Event description:
It was reported that during a hepatectomy, an error 5 was displayed and the actuation sound was heard without pressing the hand switch. The device had a difficulty in cutting the hepatic parenchyma. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on gen04 and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was tested with the test media and performed as expected, no anomalies were found. There was no error code 5 at any time during testing. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.